Event description:
It was reported that PICC inserted on (B)(6) 2023 removed on (B)(6) 2023 5f 3 lumen basilic vein with pseudo tunnel had a hole in line. With recent fracture line. This is concerning as a potential near mis. They found grey lumen blocked and red and white resistant with minimal aspiration of blood. Firmly flushed nacl 0.9% - grey lumen. Flushing action produced a "pop" sound and pain "like bruising" around insertion site as reported by patient. Discussed with (PICC cnc) - potential issues - firm flushing split PICC line - "pop" sound. Bruising type pain - fluid infiltrating into tissue. Cxr attended - appears to be a possible kink in the line close to the insertion site. Unable to confirm integrity of PICC line. PICC left arm - 5fr 3 lumen bard powerpicc. PICC dressing attended under antt - dressing removed and cleaned skin and PICC line with chlorohexidine stick - pulled PICC line back to 3cm external and slight bend in line observed. White lumen - nc changed - patent - flushing well and aspirating blood. Red lumen - unable to remove nc - unable to flush or aspirate blood. Grey lumen - nc changed - immediately leaking nacl from line onto skin on flushing from approx..3-4cm mark. PICC line removed and stepty dressing applied and covered with large tegaderm. Education provided to patient regards if any concerns and/or pain, bleeding, swelling to present to emergency centre.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that PICC inserted on (B)(6) 2023 and removed (B)(6) 2023 5f 3 lumen basilic vein with pseudo tunnel had a hole in line. With recent fracture line. This is concerning as a potential near mis. They found grey lumen blocked and red and white resistant with minimal aspiration of blood. Firmly flushed nacl 0.9% - grey lumen. Flushing action produced a "pop" sound and pain "like bruising" around insertion site as reported by patient. Discussed with (PICC cnc): potential issues: firm flushing split PICC line: "pop" sound. Bruising type pain: fluid infiltrating into tissue. Cxr attended: appears to be a possible kink in the line close to the insertion site. Unable to confirm integrity of PICC line. PICC left arm: 5fr 3 lumen bard powerpicc. PICC dressing attended under antt: dressing removed and cleaned skin and PICC line with chlorohexidine stick: pulled PICC line back to 3cm external and slight bend in line observed. White lumen: nc changed: patent: flushing well and aspirating blood. Red lumen: unable to remove nc: unable to flush or aspirate blood. Grey lumen: nc changed: immediately leaking nacl from line onto skin on flushing from approx..3-4cm mark. PICC line removed and stepty dressing applied and covered with large tegaderm. Education provided to patient regards if any concerns and/or pain, bleeding, swelling to present to emergency centre.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be use related. One 5 fr t/l powerpicc catheter was returned for evaluation. A functional test of attempting to infuse water distal of the observed 1 cm long split revealed a complete blood occlusion just distal of the split. A granular fracture surface was observed with tensile weakness around the split suggesting the split was due to a burst. The complaint of a split in a powerpicc is confirmed and was determined to be use related. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.